Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and passed. A pairing test with nordic bluetooth device was performed and passed. The global transmitter final functional test was performed and passed with no deficiency. Share data review was attempted, but no data was available for review. The bin data file was reviewed and no loss of connect was observed. The reported loss of connection was not confirmed, as device passed all testing performed and no loss of connection was observed within the bin file. Probable cause could not be determined as the reported allegation was not found.